Event description:
It was reported that patient faced infusion set cannula bent event on (B)(6) 2026, as the patient stated that cannula failed 'bendy straw' test. The blood glucose level was high, and the patient was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.